Event description:
Reportedly, the surgeon used the versafire gia on the pulmonary vessels. On the pulmonary vein, he used the 45 2.0mm dlu, without complication. Half an hour after the case, the surgeon had to re-open, because of falling pressure. The thorax was full of blood. The surgeon managed to regain control of the bleeding and he reported staples, on the vessel wall, but only on one side of the vessell wall. The surgeon sutured to complete the case. Non specific post-op complications were reported and the pt expired.